Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead. Additionally, impedance measurements were noted to vary from 400 to 300 ohms. Technical services (ts) was consulted and a chest x ray was recommended. No adverse patient effects were reported. This device remains in service. Further information was received that the patient was hospitalized and a non boston scientific leadless device was implanted. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.